Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.